Event description:
A nurse contacted lfs alleging that she compared a patient's verio pro meter to the lab. Verio pro meter read 7.2mmol and lab reading was 5.1 mmol/l. The nurse also mentioned that they compared the verio pro meter to another ultra meter and the verio pro meter read 6.9 mmol/l and the ultra meter showed 6.4 mmol/l. A quality control test was done on both for the verio pro meter and the ultra meter and both meters passed testing. Product was replaced. The complaint is being reported since the meter to lab result difference was greater than 30 % .

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.